Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was not detected on bus. A field service engineer (fse) inspected the auxiliary full-height drawer, where all cubie pockets were not detected on the bus. The issue was troubleshot by removing the back panel, revealing a broken flat flex cable. The cable was replaced, and all pockets resumed normal operation. The customer verified functionality by checking all cubie pockets using the pyxis inventory application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, user mentioned drawer failure and device not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.